Event description:
On a prodisc-l (pdl) procedure at levels l5-s1, the surgeon had implanted the superior end plate and the inferior end plate. Then the surgeon loaded the poly inlay and attempted to insert it, but could not get it to seat completely. He removed the poly inlay, loaded a second poly inlay into the holder and as he was inserting it, the two implant tines on the holder broke off. Both tines were retrieved. The surgeon removed the superior and inferior plates and the second poly inlay, and completed the procedure with a new pdl implant set and instrumentation, with no further problem. There was no harm to the patient. This report is 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.